Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh, perigee, and monarc were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Please see medwatch report # 2210968-2013-25926 for all information regarding this event.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, frequency, urgency, and discomfort.